Manufacturer narrative:
(B)(4). Batch # r93u4n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic vaginal assisted hysterectomy that the tip broke off into the patient. The tip was recovered from the patient with no issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.